Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in USA but it is similar to a product which is sold in the USA.

Event description:
A hospital in another country has reported to us that the condensate in the expiratory limb of the breathing circuit is unable to flow into the water-trap due to a curve/kink in the breathing circuit which causes it to collect in the circuit.